Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device- 3 years and 11 months (calculated from the date the battery was assigned to the patient) the battery is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. A backup battery fault alarm occurred on (B)(6) 2017. It was reported that the vad clinician believed that the alarm was due to the system controller backup battery being expired. It was stated that the patient would go to the shared care center to have the backup battery exchanged. The patient was reported to be asymptomatic. No additional information was provided.

Manufacturer narrative:
Correction; the previously reported serial number of the battery was incorrect. The serial number of the backup battery in use at the time of the event was not provided. The system controller and backup battery were not returned for evaluation (as the system controller remains in use). The backup battery was reportedly discarded and there were no log files submitted with the event. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. It was reported that the alarm had occurred on august 1st, it was reported that the battery was set to expire on 28aug2017. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). The patient remains on vad support and no further related events have been reported. No further information was provided. The manufacturer is closing the file on this event.